Manufacturer narrative:
Customer will be contacted.

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed a loss of osseointegration. There was 1 patient involved in this event.